Event description:
It was reported that six days after a stent implant, the pt returned with sub-acute thrombosis (sat). This stent was implanted at the proximal site of the previously implanted stent (contrary to IFU). Seven days later, the pt again returned with sat. A ptca procedure was performed and the pt was discharged.